Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon opening the cycler door following treatment, fluid was found leaking into the cycler. A small hole was noticed on the back of the membrane of the cassette. Prophylactic antibiotic were administered as precaution and pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.